Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle unf and medical records received. After review of the medical records the patient was revised due to malfunction of mom left hip arthroplasty resulting to pain, elevated cobalt and chromium level and mechanical sensation left tha. Operative note reported milky yellow fluid collection consistent with adverse local tissue reaction with dark staining of the capsular tissues and synovium. Noticeable gross wear of the superior aspect of the acetabular liner. Significant corrosion noted at the locking mechanism of the liner and the shell. However, minimal corrosion noted at the head neck taper junction. Doi: (B)(6) 2008; dor: (B)(6) 2019; left hip.